Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fast test and full functional testing without duplicating the report. A visual and internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.